Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 80% stenosed lesion was located in lots of calcium and non tortuous native left anterior descending artery. The lesion was de novo. On the first inflation the emerge, mr, us 12mm x 2.50mm was inflated to six atmospheres and ruptured. The device was removed intact. A non bsc same size balloon was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 80% stenosed lesion was located in lots of calcium and non tortuous lative left anterior descending artery. The lesion was de novo. On the first inflation the emerge, mr, us 12mm x 2.50mm was inflated to six atmospheres and ruptured. The device was removed intact. A non bsc same size balloon was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: there was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).